Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe 5ml ls dn emerald, the device experienced difficult plunger movement. The following information was provided by the initial reporter. The customer stated: in pediatrics, the outer casing of the syringe is tight and the core rod does not match, so the sample can be returned.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-21. H6: investigation summary a device history record review was completed for provided material number 30774319 and lot number 1905147. The review established that all production and quality processes were carried out normally and no abnormalities or quality notifications related to this reported incident were identified. To aid in the investigation of this issue, two hundred and forty samples were returned for evaluation by our quality engineer team. Through examination of the provided samples, no defects could be identified. Twenty retained samples of the same lot number were also obtained for examination with no defects observed.

Event description:
It was reported when using the bd syringe 5ml ls dn emerald, the device experienced difficult plunger movement. The following information was provided by the initial reporter. The customer stated: in pediatrics, the outer casing of the syringe is tight and the core rod does not match, so the sample can be returned.